Event description:
A surgeon reported the system powered up but the screen was blank. The patient was on the table at the time of the reported event. Pt impact is unk at this time. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system and was able to replicate the reported problem. The cpu battery was replaced. The system was then tested and met all product specifications. (B)(4).